Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented while having an acute myocardial infarction. The 99% stenosed eccentric de novo lesion measured 2.5 mm in length and 4 mm in diameter and was located in a severely calcified and severely tortuous mid right coronary artery. The lesion was predilated with a non bsc balloon which reduced the stenosis to 50%. A 3.50 x 28mm veriflex (liberte) bare metal stent was advanced to the lesion, but could not cross due to the severe calcification. When the device was removed from the patient, stent damage was noted. The procedure was completed with a non bsc stent. No patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
(B) (6) - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)